Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:04 was confirmed. The root cause of this failure was determined to be an out of specification air in line printed circuit board.

Event description:
The facility reported a fail code 810:04. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.